Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient was revised due to loosening.

Manufacturer narrative:
Concomitant medical product - persona all poly patella cemented catalog# 42540000032, lot# 62818538; persona femur cemented cruciate retaining (cr) catalog# 42502006202, lot# 62156039; persona natural tibia cemented 5 degree stemmed catalog# 42532006702, lot# 62900971; palacos bone cement catalog# 00111314001, lot# 79354389. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. The device history records were reviewed with no deviations or anomalies identified. This device is used for treatment. A complaint history review was performed for the articular surface. The search identified zero (0) other complaints for the same lot, and zero (0) additional complaints for this device for the same or a similar issue. The reported components (articular surface, femur, tibia, and patella) were reviewed for compatibility with no issues noted. Primary operative notes indicate that the patient underwent right tka on (B)(6) 2015 due to severe osteoarthritis. The notes state that the 10mm cr trial allowed for full flexion and extension, and provided excellent ligamentous balancing and alignment. The final components, which were noted to be the same size as the trials, were also checked and found to be excellent. No intraoperative complications were noted during the primary surgery. The revision operative notes indicate that the patient¿s right knee was revised on (B)(6) 2016 due to instability. The notes state that the patient had global instability including recurvatum, flexion instability and excessive sagittal plane laxity at 90 degrees. The articular surface was exchanged during the revision, while the other components were not removed. The surgeon noted that the other components were well-fixed. There is no mention of any patient factors, trauma, or other conditions that could have contributed to the joint instability. A definitive root cause cannot be determined with the information provided. The package insert that was included with the articular surface lists joint instability as an adverse effect. This is therefore a known inherent risk of the procedure.

Event description:
It was reported that the patient was revised due to instability twenty (20) months post implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - persona all poly patella cemented, catalog# 42540000032, lot# 62818538; persona femur cemented cruciate retaining (cr), catalog# 42502006202, lot# 62156039; persona natural tibia cemented 5 degree stemmed, catalog# 42532006702, lot# 62900971.